Event description:
It was reported that the one of the foley catheters in the ICU where it was not draining as usual and the bulb was not holding the position.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No additional action is required at this time since root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Directions for use 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck 16. Secure the foley catheter to the patient use the statlock® foley stabilization device if provided note: please make sure patient is appropriate for use of statlock® stabilization device" correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the one of the foley catheters in the ICU where it was not draining as usual and the bulb was not holding the position.

Manufacturer narrative:
The material number for sample return is different from the material number reported. The reported event was unconfirmed. Received 1 all silicone foley catheter attached to the drainage bag. Verified material number 119316 and manufacturing lot number ngjx0078. Visual inspection noted no obvious observations. The sample was evaluated and the balloon was inflated with 10ml of mbs using in house syringe. Asymmetrical balloon was present. The balloon was able to passively deflate the liquid in 0min and 36 seconds. Water was run through the drainage lumen and it was able to flow correctly out of the eyelets. The reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the one of the foley catheters in the ICU where it was not draining as usual and the bulb was not holding the position. Per notification received from ucc investigator on 05jan2026, it was reported that the asymmetrical balloon was found during sample evaluation.